Event description:
Per the clinic, silver nitrate was applied to the abutment site (date not reported) due to pain and drainage. On (B)(6) 2014 a longer abutment was placed and the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
Implanted device remains.